Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of four hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon burst while they were inflating the balloon using 50-50 solutions of sterile water and contrast. It was reported that three additional hurricane rx dilatation balloons were opened and attempted to be used but the same problem occurred. No pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.